Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15021. It was reported that an alert via home monitoring was noted. Review of the transmission revealed that the atrial lead exhibited out of range high impedance and auto mode switch episodes that appear to be noise. The lead does not appear to be sensing any true atrial activity. An x-ray was performed and revealed that the atrial lead had pulled back to the device pocket and no longer in the atrium. It was believed to be caused by the patient weight loss. It was also noted that the right ventricular lead impedance and r-wave amplitude had dropped. The right ventricular lead had a micro dislodgement; however, it is still functioning fine in its current position. The device setting was changed, and the atrial lead was turned off. The patient was in stable condition.